Event description:
It was reported that the battery voltage read low during an office visit. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - low telemetered battery voltage. Telemetered battery voltage reads at 2.58 v on (B)(6) 2010, and reads 2.9 v on daily battery voltage reading.

Event description:
Asku

Event description:
It was reported that the battery voltage read low during an office visit. The device was later explanted and replaced due to premature battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed high battery impedance. Performance data collected from the device was received and has been analyzed. Battery voltage - low telemetered battery voltage. Telemetered battery voltage reads at 2.58 v on (B)(4) 2010, and reads 2.9 v on daily battery voltage reading.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) performance data collected from the device was received and has been analyzed. Battery voltage - low telemetered battery voltage. Telemetered battery voltage reads at 2.58 v on (B)(4) 2010, and reads 2.9 v on daily battery voltage reading.